Event description:
Country of complaint:(B)(6). Complaint description: the thread is either not attached, or detaches easily from the needle. Customer reported that most of the box was faulty.

Manufacturer narrative:
Us reporting agent notified: (B)(6) 2014. Complaint description: the thread is either not attached, or detaches easily from the needle. Customer reported that most of the box was faulty. Samples received: 1 open racepack and 1 box (36 racepacks) from our stock. Analysis and results: there are no previous complaints of this code/batch. There are (B)(4) in OEM stock. We have received one open sample with the needle detached from the thread (thread is still wound on the pack). We have tested the needle attachment of the samples available in our stock and the results do not conform to OEM's requirements. No further patient information and/or surgery delay information was provided at the time of this report.